Event description:
It was reported by the user site that prior to a horizon procedure on (B)(6) 2025, a technologist received an electrostatic discharge (esd) when pressing a control panel button. The user site also reported that the control panel shut down after the esd. No injuries were reported. A hologic field service engineer (fse) was dispatched to examine the system and could not reproduce the esd. T he fse replaced the control panel of the device and verified that the system is now operating according to manufacturer specifications. No further information is available at the time.